Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report. A review of an image provided by the customer was performed. The image appears to show a dislodged proximal clevis at the main tube of an instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the distal end broke of the fenestrated bipolar forceps (fbf) instrument broke. A fragment reportedly fell inside the patient but was retrieved during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fbf instrument was inspected prior to use and no damage or anything out of the ordinary was noted. No surgical task was being performed at the time of the breakage. After the surgical staff cleaned and reinserted the camera, the surgeon reportedly went back in with the instruments and noticed the fbf instrument was broken. At that time, the fbf instrument had only been in use for minimal time. No issues with the functionality of the instruments were noted. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The broken instrument was assessed, and an x-ray was taken. The broken instrument could not be removed through the cannula. Therefore, the fbf instrument had to be removed with cannula. The broken instrument was forcibly straightened and removed from the cannula outside of the patient's body and off of the sterile field. No damage to the cannula was noted after the event. An x-ray was taken and no fragments were found. The procedure was completed robotically. It is unknown if there was any injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument is being sent in as well as all the pieces. An image is attached.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: the fenestrated bipolar forceps instrument was received for failure analysis. A visual inspection found the instrument to have a broken main tube at the distal end. The proximal clevis was found to be dislodged as result of the main tube breakage. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube did not show damage.

Event description:
Refer to h11 for follow-up information.